Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required treatment and low blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g7.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had decreased to 40 mg/dl. Upon arrival of the paramedics the patients pod was removed. The patient was given orange juice as well as sugar. The patient did not go to the hospital.